Manufacturer narrative:
The investigation could not be completed, no conclusion could be drawn, as no product was returned. Without a lot number the device history records review could not be requested.

Event description:
Patient status post posterior lumbar fusion l5-s1 implanted (B)(6) 2011 returned to different surgeon complaining of severe pain. An x-ray showed a screw was compromising the foramen, level unknown. Patient was revised on (B)(6) 2011 with surgeon noting the entire construct needed to be removed as the implanting surgeon compromised the bone area. Surgeon removed 4 locking caps, 4 screws and two rods. As surgeon was removing the locking caps two t-25 stardrive shafts stripped. The removal was completed with the surgeon not revising the patient to any hardware. Surgeon noted patient does not want additional surgery. This is one of ten reports for this event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Placeholder.

Event description:
This report is for an unknown screw. This report is 1 of 10 for complaint # (B)(4).